Event description:
The lay user/patient called lifescan (lfs) on february 11, 2008 and alleged that her one touch ultra meter was not turning on. The medical affairs listened to the recorded call and classifying the complaint based on the following information, as the patient could not be reached by phone to obtain additional information. According to the patient, the reported issue began sometime in 2007. She tests her blood sugar once everyday and takes oral diabetes medication to manage her diabetes. The patient stated, that she was testing her blood sugar on her co-worker's meter. However, she was unable to test her blood glucose during weekends. In 2008, the patient reported of feeling shaky, dizzy, numb and weak. She tested her blood sugar on her co-worker's meter and received a reading of 70 mg/dl and came back home from work. She denied of receiving medical intervention due to the reported issue. The customer service agent (csa) verified that there was no misuse of the product, the meter was not downloaded prior to testing, and the patent was using correct test strips to test. The meter was powering on during troubleshooting by pressing the power button and by inserting the test strip into the port. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient claimed of not receiving blood glucose results on the reported lfs meter and later felt shaky, weak, dizzy and numb, which could be associated with severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.